Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported that there were instances of far field r-wave oversensing and atrial refractory events occurred during programming. The device remains in use. No patient complications were reported as a result of this event.